Manufacturer narrative:
Pump passed functional testing's including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The device was programmed with a bolus wizard and monitored. The wizard bolus was delivered and recorded properly in bolus history screen. No wizard bolus anomaly noted. All the buttons functioned properly and no button error alarm or moisture damage on keypad traces noted. Keypad connector was fully locked. Unit had minor scratched lcd window and cracked reservoir tube lip. The device passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was hospitalized with high blood glucose due to insulin pump. Caller reported that insulin pump would advised of "strange" amount of insulin to bolus and batteries would deplete within 12 hours. Caller reported that blood glucose remained high even after bolus delivery. Customer's blood glucose was 500 mg/dl. Caller was upset and troubleshooting could not be performed. Caller requested for insulin pump and supplies to be replaced.